Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices were on critical override. A technical support specialist (tss) remotely accessed the automated integration and orchestration technology server and identified that the f drive was full due to database backup and report files consuming disk space. The tss removed the unnecessary files and reviewed the system database log usage, which was occupying a large portion of the drive, and reduced its size to recover storage. The tss observed high memory utilization and, with approval, rebooted the server and restarted the carefusion coordination engine services. After the reboot, the tss confirmed that all stations were no longer displaying critical override conditions. The system functioned as intended after the technical support specialist troubleshot the issue.